Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient's device was potentially in overdischarge. The patient had limited information. It was reviewed how to perform prm and that multiple prms may be required. Due to lack of access to the product, they were unable to troubleshoot. The manufacturing representative (rep) called back to provide an update and stated the patient and family member confirmed the battery had been "dead for over a year" and the battery was in overdischarge. It was stated they scheduled time on monday with the patient to attempt to charging the ins. Additional information was received on 2019-nov-11 by the manufacturer representative (rep) that the issue was resolved and they were able to bring it out of overdischarge. No patient symptoms were reported. Additional information was received on 2019-nov-14 from the rep inquiring if post-overdischarge of the device can be quicker than pre-overdischarge. They noted that the patient stated the implantable neurostimulator (ins) was depleting quicker since the device was brought out of overdischarge. It was reviewed with them that yes, it is "normal" for the ins to discharge quickly and possibly charge more rapidly. The rep plans to review this information with the patient and/or staff at the patient's assisted living home.